Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) when in the bipolar configuration and high pacing impedances. Asystole was noted to be greater than 2 seconds. The rv lead was surgically abandoned and replaced. An x-ray was performed which did not show any visible damage. There was no conclusive cause determined, however, it was noted the device was also not programmed optimally. The device is a competitor's product. No additional adverse patient effects were reported.